Event description:
It was reported that it was difficult to place the lead during the implant making it necessary to change the stylet. It was not possible to insert the stylet into the lead. The lead was not used and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal conductor had a blood/fluid obstruction; the full lead was returned and analyzed. It was noted that the stylet would not go through the connector due to blood obstruction in the connector pin. The blood in the connector most likely entered through the is-1 pin because no insulation breaches were observed.